Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump was hot to touch during charging. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.